Event description:
A distributor from france reported an issue with a pump where the usb port was damaged, preventing connection attempts. There was no reported adverse impact to the customer's blood glucose level. A replacement pump has already been arranged for the customer.